Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
It was reported that a pt was implanted with miniarc sling sometime in (B)(6) 2010. It was stated that the physician had trouble inserting the miniarc. The pt was doing well, and she was staying dry. However, the pt coughed a big cough and felt something pop out. After this big cough the pt was incontinent again. Lot/serial not available.